Manufacturer narrative:
One disposable pressure transducer (dpt) was received by our product evaluation laboratory for a full examination. The report of value inaccurate value was not able to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. No visible defect was found from dpt cable connector. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this disposable pressure transducer (dpt), the blood pressure (bp) value was inaccurate (97/1 mm hg). To solve this issue, the device was replaced with a new one. The monitor used with the device was a non-edwards monitor. Additionally, no error message was displayed on the screen. The square wave test was conducted and passed before the inaccurate value was shown. There was no patient harm and the patient did not receive an incorrect treatment. No patient information available. The dpt was available for evaluation.